Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a hardware low level failure. Customer blood glucose was 5.3 mmol/l. Customer stated that the hardware low level failure occurred again. Customer stated that the fluid was present in the battery compartment. The product will return for the analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Pump error 63 alarm, variable 3, was confirmed in the formatted history file due to a cold solder joint found on the ambient light sensor(u1). Pump error 4 confirmed in the formatted history due to a software anomaly. No moisture damage was found on the electronic assembly/motor/force sensor/keypad assembly.